Event description:
It was reported that the device would no longer charge defibrillation energy because the charge key was not responsive. This was discovered during testing and there is no patient use associated.

Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and determined that the cause of the reported issue was a shorted metal dome on the sync button. This prevented the energy select, charge and shock buttons from responding when pressed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.